Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there was a wet spot found on the bed near the IV lines and when assessed it was determined that the morphine infusion was leaking from the filter that had a crack at the connecting end. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the filter cracked and leaked was not confirmed. Visual inspection revealed that the spin collar had a crack approximately 7.1mm long, running parallel to the direction of fluid flow. Inspection under magnification showed a line that extended outward from the filter vent hole on the surface of the filter housing, but this line is a cosmetic result of the molding process. Functional and pressure testing was performed; no leaks were observed on any part of the set or its components. Dimensional testing was performed on the male luer tip; the luer was within specification. The root cause of the reported crack and leak was not determined.